Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the t-fix was ready to be used, plugged on the power tool. The t-fix broke at full speed, entering the coracoid process. The tip of the male part broke, just under the connection of male/female parts. Broken piece was removed from the patient. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
One 014771 t-fix rcg sterile pac 2mm sterile t fix rcg drill with hub returned. The complaint states: ¿it was reported that the t-fix was ready to be used, plugged on the power tool. The t-fix broke at full speed, entering the coracoid process. The tip of the male part broke, just under the connection of male/female parts. Broken piece was removed from the patient. Procedure was completed with a back-up device.¿ there are scratches and dings on the blade flutes. The drill shaft is slightly bowed and has spiral wear bands. There are also random scratches in other locations. The drill¿s tail portion has been fractured from over torque at the location where the 2mm drill hub is permanently attached. Per the IFU: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause associated with the manufacture of this device was established. No further investigation warranted.